Manufacturer narrative:
The country of origin is (B)(6). The previous calibration and qc tests had acceptable results. Based on the provided reaction monitor, not enough sample was pipetted.

Event description:
The initial reporter received questionable lact gen.2 results from the cobas 8000 c 502 module. The initial result was 1.52mmol/l and reported to the clinician. The clinician stated that the result did not match the patients history. The sample was rerun. The rerun results were as follows: rerun: 21.45 mmol/l with a data flag, rerun(decrease mode): 25.14 mmol/l, rerun (5 fold autodilution): 25.73 mmol/l. The result of 25.73 mmol/l was reported as the correct result. The reagent lot number was 41427001 with an expiration date of 31-may-2020.